Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges to have lung cancer. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient allegedly having lung cancer an issue related to a bipap device's. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the blower. A contaminate consistent with keratin was observed on the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust likecontamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.